Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted. During the deployment of second mitraclip, first mitraclip had single leaflet device attachment(slda) from anterior leaflet. Per the physician, a clip to clip interaction possibly caused slda. Second mitraclip was successfully placed at anterior and posterior leaflet 2. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage and poor imaging appear to be related to procedural conditions (awful imaging windows, shadowing, physician inexperience). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted. During the deployment of second mitraclip, first mitraclip had single leaflet device attachment(slda) from anterior leaflet. Per the physician, a clip to clip interaction possibly caused slda. Second mitraclip was successfully placed at anterior and posterior leaflet 2. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.